Event description:
The customer reported that they were receiving no sound on the vs2 pt monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that they were receiving no sound on the vs2 pt monitor. No pt harm was reported. A philips field service engineer (fse) replaced the speaker assembly and main board to restore full function to the monitor. Since it is unk which of these assemblies caused the reported problem, both of these assemblies will be considered malfunctions. There have been no additional similar issues reported with this monitor since the date of this complaint. The pt monitor was delivered to the customer in (B)(6) 2009. Device labeling (instructions for use/ IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. The monitor remains at the customer site. Consideration of this complaint and trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further action or investigation is warranted.